Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8400td serial/batch number 15106201 was received for investigation. Functional testing was not conducted due to the damage to the instrument's tip. Visual evaluation found damage to the inner and outer tubes of the torpedo. The inner tube tip was broken off, causing geometry loss at the distal end. The outer tube tips had nicks and damage. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The observed condition is most likely the result of interference between the device and other instrumentation or bone during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/8/2023, it was reported by a sales representative via sems that an ar-8400td torpedo had an issue. During an unspecified procedure on (B)(6) 2023, the torpedo shaver's inner flute broke off. All pieces were retrieved, and there was no harm to the patient. Another r-8400td torpedo shaver was opened to complete the case. This occurred during use in an unspecified procedure with no patient harm. Additional information was requested. On 8/23/2023, the sales representative provided the following information via email: this occurred during a knee scope meniscectomy procedure. The inner flute was noticed outside the knee of the patient, and the broken piece was discovered on the drapes. Dual/wave inflow was only used, not outflow. No interruption was noticed regarding the flow of irrigation through the device. There was a 3-5 minute delay to discover the broken piece on the drapes.